Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to a hole in the pressure regulating balloon (prb). The patient has had previous operations and is frustrated that with the devices he has needed repair within short time frames. The patient is experiencing urinary incontinence. New components were implanted and the patient is fully recovered post procedure.